Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer met resistance while attempting to fill the cartridge with the syringe while using multiple cartridges. The blood glucose level was not impacted.